Event description:
A pt reported experiencing inaccurate high results with a otu meter. The pt's blood glucose results were 229mg/dl (meter), 169mg/dl (lab). Tests were done within <10 minutes with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.